Manufacturer narrative:
The additional closure device referenced is filed under a separate medwatch report. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. In the absence of device returned for analysis, a conclusive cause for the reported unraveled knot could not be determined. Based on the information reviewed, there is no indication a product quality issue.

Event description:
It was reported that suture placement was completed in the right common femoral vein using two proglide devices via an 8f sheath using the pre-close technique prior to an interventional micra electrophysiology procedure. The sheath was upsized to 24f and the micra electrophysiology procedure was completed. Reportedly, during suture tightening, of both proglide devices, the sutures unraveled. The sutures of two new proglide devices were used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.